Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was aborted and completed after the system was repaired. The customer did not provide information regarding the patient or procedure. The philips remote service engineer (rse) connected with the customer and confirmed that the c-arm propellor could not be electrically controlled. A philips field service engineer (fse) visited the site, checked the logfile and found a propellor potentiometer error. The fse solved the issue by replacing the c-arm propellor potentiometer, performed the relevant calibrations and tested / inspected the system. After the replacement of the propellor potentiometer, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the c-arm propeller movement was unavailable. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.